Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after changing infusion supplies, the user observed hyperglycemia with a peak blood glucose of 353 mg/dl and confirmed insulin was dripping from the tubing without visible leaks or kinks; the user was instructed to replace supplies and monitor glucose, and hyperglycemia resolved after the change. Symptoms included high blood glucose without dizziness, loss of consciousness, diabetic ketoacidosis, or other acute effects. Outcomes included no professional medical intervention, no hospitalization, and no need for assistance. Investigation included user troubleshooting and education regarding infusion set replacement and monitoring. Investigation of this case revealed no confirmed device malfunction, with the event consistent with transient hyperglycemia of unclear cause possibly related to infusion site or set performance; no component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.